Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during an epicardial lead revision, the lead could not be released from the header due to a stripped hex screw set. The device was successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of difficulty releasing lead from header was confirmed. The analysis found epoxy to be the substance found in the connector block threads, which caused the setscrew to be stuck in place and have to be forcibly untightened. When the setscrew was tightened on the lead during the implant procedure the epoxy in the threads caused the setscrew to be locked in place and unable to be normally untightened. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. Actions have been taken to prevent reoccurrence.